Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6), 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6), 2013, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6), 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6), 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was "struggling". The patient reported that her implantable neurostimulator (ins) battery was moving around and it was ¿like it¿s broken¿. It was reported that the patient used to feel stimulation but it had been about 6 months since the patient had felt anything. It was reported that if the patient did not charge for a month the battery stayed full and the patient stated that she knew that was not true. It was reported that the patient was in pain. The patient mentioned that she went to the healthcare professional¿s (hcp) office a few months ago to try to compensate with pain medication but she needed a referral to pick up the prescription. It was stated that the issue started happening ¿months ago, maybe 4 months ago¿ but she was not really sure, because she had other issues. It was noted that the patient¿s weight was fluctuating and that she was very skinny and ¿you could see the ins through her pants¿. The patient stated she ¿decided to put on some lbs so she started drinking boost to give her a little cushion¿. It was noted that the patient was diabetic. It was stated that the patient was ¿trying to be a soldier but can¿t do it anymore¿. The patient stated that now ¿she had this big bump in her butt and these two things in her backthat don¿t work¿. It was noted that the patient had gone to the ER before. The patient stated that her manufacturer¿s representative and hcp did not return her calls. Additional information received reported that the patient still had concerns with her device or therapy, ¿(B)(6) yes I do!¿ it was stated that she had not received any assistance from her healthcare professional or manufacturer¿s representative ¿hell no they do not!¿ it was noted that the patient stated this was ¿the worst thing I have ever done!¿ it was noted that the patient indicated that she couldn¿t get a response from her manufacturer¿s representative.